Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer states the pump alarmed motor error during the rewind. It was also noted that there were motor errors alarms in the history. The customer's blood glucose level was unknown, but normal according to the customer.